Event description:
The dialyzer was at the 7th reuse. The leak was observed with leak detector. Blood loss volume was around 200cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given to the patient. Other cases of leak were reported from this facility.